Event description:
Loose tibial component.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other reported infection against the (B)(4)product and lot code combination since its release to distribution. Review of device history records against product code (B)(4), work order (B)(4) found the order was manufactured in november 2011. Twenty parts were manufactured per specification and all raw materials met specification. A search of the complaints databases against the remainder of the provided product/lot codes finds no other reports since their release to distribution. The patient was implanted on (B)(6) 2012 and revised on (B)(6) 2013. It is not likely the devices contributed to the patients reported infection more one year after implantation. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.